Manufacturer narrative:
The used device has been returned to angiodynamics, however the investigation is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics distributor in (B)(6), an end user hospital experienced air leaking from the rotating adaptor of a manifold "when negative pressure was given" during a pci. The manifold was provided in an angiodynamics convenience kit. The high pressure line connected to the manifold was not provided by angiodynamics and was manufactured by (B)(4). There was no patient injury reported. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the manifold/stopcock product family for the failure mode "air bubbles noted". No adverse trend was identified. The returned manifold was air leak tested, a leak at the rotating adaptor (ra) o-ring seal was confirmed. When the ra was removed from the manifold body in order to adequately inspect the o-ring, damage to the inner diameter of the o-ring was noted. The damage is determined to have been the result of the o-ring having been placed at an angle inside the manifold body stem cup. Correct orientation of the o-ring in the stem cup is horizontal, lying flat in the bottom of the stem cup. When the o-ring tilted, it allows the o-ring to be damaged by the ra component as it is assembled onto thr stem cup and swage. When the ra is placed onto the stem cup with a tilted o-ring, a portion of the o-ring may be forced into the lumen below the stem cup or the o-ring may be cut (as in this instance). This is a manual process for this style of manifold and this issue is considered to be an isolated occurrence of operator error. All employees involved in the production of the device used in the reported kit lot have been made aware of this event, and have been re-trained on the applicable assembly and inspection procedures.. Angiodynamics manufacturing process controls for this device include 100% visual inspection of all o-rings for damage and improper seating aw well as additional cheeks for proper swage. An aql sampling for air leak test is also performed.